Event description:
It was reported that a pump experienced constant close door messages. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation confirmed reported symptom of "constant close door message" caused by a failed lower latch switch. Lower auxiliary assembly was replaced.